Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision knee procedure where a triathlon tibial bearing insert was replaced. Notable wear identified from the original insert. Initial knee replacement was 2 years ago.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: the returned triathlon insert shows evidence of damage consistent with in vivo use of the device. Explantation damage was also visible on the returned device. -medical records received and evaluation: not performed medical records were not provided. -device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: pre- and post-operative x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision knee procedure where a triathlon tibial bearing insert was replaced. Notable wear identified from the original insert. Initial knee replacement was 2 years ago.

Event description:
Revision knee procedure where a triathlon tibial bearing insert was replaced. Notable wear identified from the original insert. Initial knee replacement was 2 years ago. Update: the right knee was revised on the (B)(6) 2015 due to infection, not implant failure. There have been no other recorded subsequent procedures done on the right knee.